Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the sterile processing department discovered two (2) t- handles wherein one has a large visible crack in the handle, while the other (inserter for elastic nail) seemed to be loosened and would not tighten. There was no patient involvement. This report is for an inserter for titanium (ti) elastic nails. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part number: 359.219, lot number: 8476286, manufacturing site: hägendorf, release to warehouse date: 14. Aug. 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the inserter for ti elastic nails (p/n: 359.219, lot number: 8476286) was received at us customer quality (cq). Visual inspection of the complaint device showed the blue part of the handle was damaged and deformed. No other device damage was noted. Device failure/defect identified? Yes. Functional test: a functional assessment was unable to be performed as the mating devices were not returned with the device. The complaint was unable to be replicated. Dimensional inspection: no dimensional inspection can be performed due to post manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? No. Investigation conclusion: this complaint is not confirmed as the allegation of "unable to assemble" cannot be replicated. However, the device handle is damaged and deformed. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.